Manufacturer narrative:
Investigation conclusion: further investigation to determine whether the product failed to meet specifications cannot be pursued because the customer did not provide a lot number. The root cause cannot be determined due to insufficient information. No corrective action is required.

Event description:
The customer reported the following events occurring on one patient: a non-first morning urine sample was drawn from the patient around 1:00pm. A consult hcg urine cassette was used for testing and produced a negative result. Based on the negative hcg result, an iud was inserted. At an unspecified time later when the room was being cleaned, the device produced a faint positive line. The physician was concerned that the patient might be positive for hcg and the patient was called back into the office. A serum sample was tested the next day (24 hours later) and produced an hcg result of 200miu/ml. Following the quantitative serum result, the iud was removed. No further information provided by customer.